Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The unspecified target lesion was predilated with an apex balloon and then a 3.00x12mm taxus liberte stent was advanced to the lesion but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent was flared. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "good".